Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain, burning, and itching at the ipg site and experiencing therapy in the wrong location, as well as ineffective therapy. It was noted that the patient had a fall prior. Reprogramming was performed. Still, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.